Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (leg) while wearing the device. Symptoms included pain, swelling, redness and discharge. The patient was taken to the emergency room and treated with antibiotics (penicillin) and cold compress. The pod was discarded. The patient visited the emergency room for 30 minutes.